Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her monitor. The pt's download revealed a service code 107 - multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon eval, the monitor was experiencing abnormal shutdowns. The cause of the abnormal shutdowns was likely an intermittent connection at bga component u104 (pxa) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.